Manufacturer narrative:
Evaluation summary: based upon the inquiry info received and the visual and functional examination, the unit was found to require a replacement of the translational cable and replacement of the fastening material.

Event description:
It was reported that the holster needed repair. No further info is available. No reported pt consequence.